Event description:
The advocate stated that the customer had 2 contour metes and one meter read high compared to the other. The initial call did not meet the reporting criteria, but the customer's test strips were returned for eval. Replacement test strips were sent to the customer.

Manufacturer narrative:
The qa lab found the returned reagent to read "hi" and 341 mg/dl high, out of specification. Performance was satisfactory, using iqa retention reagent.